Event description:
Multiview workstation central patient monitoring system resets several times per day. Resets started the week before christmas and continued several times per day until dec 29. Several sets of mvws logs were sent to engineering for analysis.